Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a battery out limit alarm and a failed battery test alarm. The customer recently changed the batteries. The customer's blood glucose level was 423 mg/dl. The customer was helped with clearing the alarms. The customer was sent a replacement battery cap. The customer was advised to monitor the issue and call back if problems persisted.